Event description:
It was reported that when the devices were used during a laparoscopic appendectomy, they would not fire. They finished the case using another device with no consequence to the pt. The devices were discarded.